Event description:
Additional information received noted that the cause of the event was noted as patient fell and hit battery area. The event was attributed to the lead and extension. Reprogramming, several times checked, showed areas that were not working properly. It was noted that the manufacturer's representative had print outs. A break was noted. Surgical intervention on (B)(6) 2012, involved a new generator was placed and revision of lead and extension. Hospitalization was not required. Patient outcome was noted as no injury and recovered without sequelae.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Stimulation didn't feel the same as it used to. There was no known accident or incident related to this issue. Regarding current impedance measurements it was noted that electrodes 0 and 3 were greater than 10000. Additional information received noted that the physician was bringing the patient to the office to discuss surgical options. The manufacturer's representative followed up with the patient after programming electrodes 1 and 2. She was still getting stimulation but was not satisfied with the coverage. The patient's nurse was notified. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient was having extension/lead revision done today ((B)(6) 2012), because of an impedance issue and not getting therapy. They were going to test at lead/extension connection first to rule out an issue with the lead.

Event description:
Additional information received noted that the patient was scheduled to have surgery later this month because some of the wires were not working. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Product typ extension. (B)(4).

Manufacturer narrative:
Programmer model # 37742, lot # njd042397n; adaptor model # 355029, lot # n108009, implanted (B)(6) 2007, explanted unknown; lead model # 3587a, lot # n081631, implanted (B)(6) 2007, explanted unknown; extension model # 3708360, lot # nkc012701n, implanted (B)(6) 2007, explanted unknown; recharger model # 37752, lot # nka029948n.

Event description:
Additional information received noted that there was a loss of therapeutic effect. The patient is having a revision done this coming monday on her leads because 2 of the 4 electrodes are not functioning. This occured feb/march. The patient was cleaning and bumped the area and 2 days later started having issues of it not functioning as well. Reprogramming around the two electrodes had been performed however now they are doing a revision. Surgery was planned for (B)(6).